Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. The receiver data log was reviewed. The complaint of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient's father stated that he allowed the bluetooth pairing to complete before starting the sensor session. Dexcom representative advised the patient's father to uninstall and reinstall the application with current sensor/transmitter and if issues still persist, replace the sensor and uninstall/reinstall the application again. No additional patient or event information is available.